Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope was broken and the scope was received without the protective tube. Furthermore, the following additional issues were identified during inspection: dents on the distal edge, debris under the eyepiece window, and a chipped lens in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition, autoclavable broke. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 (remove company representative), h6 (component code is being corrected to 841 - imager). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the cause for the event "broken or defective or damaged components" was excessive use. Olympus will continue to monitor field performance for this device.